Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received that included a report of deaths. This article discussed the postoperative survival and complications patients encountered with small left ventricles (lv). Patients included were 68 patient(s) with a history of ischemic etiology, 60 patients with non-ischemic etiology, 73 patients with hypertension, 51 patients with diabetes mellitus, 51 patients with smoking history and 21 with chronic obstructive pulmonary disease. These patients were also reported to have a mean age of 54 years, and 34 of them were reported to have been females. This study included 118 patients implanted with hvad device (24 patients with small lv and 94 patients with non-small (lv). There was a total of 34 deaths reported from which 27 patients were part of the non-small (lv) group, and 7 patients were from the small (lv) group. Within the first month of implant 7 deaths were reported (4 from non-small lv, and 3 from small lv), within the first six months a total of 16 deaths reported (12 from non-small lv and 4 from small lv), within 12 months of implant 23 deaths reported (18 from non-small lv and 5 from small lv) and within 24 months total of 34 deaths (27 from non-small lv, and 7 from small lv). No further patient complications have been reported. The authors concluded that although the indications for implantation were different for the two devices studied, the results of the study suggested that a survival advantage was associated with hvad implantation and should be considered when selecting a device for small lv patients. Further follow up had not yielded any additional relevant information regarding these event(s).

Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article are female/54 years old. The date of death and adverse events are not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿continuous-flow left ventricular assist device implantation in patients with a small left ventricle. Https://doi.org/10.1016/j.athoracsur.2017.09.040]onhttp://www.a nnalsthoracic surgery.org. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Event description:
A journal article was received that included a report of deaths, gastrointestinal (gi) bleeding, neurological dysfunction and right heart failure events. This article discussed the postoperative survival and complications patients encountered with small left ventricles. These patients included 68 patient(s) with a history of ischemic etiology, 60 patient(s) with non-ischemic etiology, 73 patients with hypertension, 51 patients with diabetes mellitus, 51 patients with smoking history and 21 with copd. These patients were also reported to have a mean age of 54 years, and 34 of them were reported to have been females. Authors conclusion: although the indications for implantation are different for these two devices, our study suggests that the survival advantage associated with hvad implantation should be considered when selecting a device for small lv patients. Further follow up had not yielded any additional relevant information regarding these event(s). The postoperative survival and complication study included 118 patients from which 24 patients were considered to have a small left ventricle (lv) and 94 patients had a non-small left ventricle (lv). That were a total of 34 deaths reported from which 27 patients were part of the non-small left ventricle (lv) group (which had a total of 94 patients), and 7 patients were from the small left ventricle (lv) group (this group had a total of 24 patients). Within the first month of implant 7 deaths were reported ( 4 from non-small lv, and 3 from small lv), within the first six months a total of 16 deaths reported (12 from non-small lv and 4 from small lv), within 12 months of implant 23 deaths reported (18 from non-small lv and 5 from small lv) and within 24 months total of 34 deaths (27 from non-small lv, and 7 from small lv). Also reported were different adverse events such as gastrointestinal (gi) bleeding which 33 patients from non-small group and 6 patients from small lv group presented with. Thirteen patients were reported with neurological dysfunction from non-small lv group and six from small lv group. Lastly reported were 29 patients from non-small lv group with right-heart failure and 7 from small lv group. No further patient complications have been reported.